Event description:
Pt reported the infusion device delivers too low amount of insulin when the insulin cartridge reaches 40 units. Pt stated then her blood glucose level rises up. No blood glucose level was provided. Pt's normal blood glucose level was not provided. Pt reported she replaced the insulin cartridge and corrected her blood glucose level via the infusion device. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.